Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 185 mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. The customer stated they did not appear receive 2nd series of beeps nor did numbers appear on the screen. Customer did get a no reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to loose protruded drive support disk. Unable to confirm no reservoir alarm and prime fill anomaly due to a33 alarm. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.